Event description:
A report was received that the patient was experiencing discomfort at the ipg site and was having difficulty charging the ipg. It was noted that the ipg had slightly rotated. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Sc-1200. (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site and was having difficulty charging the ipg. It was noted that the ipg had slightly rotated. The patient underwent an ipg replacement procedure.